Event description:
Related manufacturer report number: 1627487-2022-01997, 1627487-2022-01999, 1627487-2022-02000. It was reported that the patient the patient's left l4 and l5 leads had migrated. It was noted that the patient had previously used a massage type device at the battery site which pulled the leads out. Fluoroscopy confirmed the issue. As a result, the patient underwent surgical intervention during which the 2 leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which 2 leads had migrated, so all potential leads are being reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.